Event description:
During a gastric biopsy procedure the physician used cook endoscopy disposable biopsy forceps. After several successful biopsies, the cups were opened inside the stomach and remained in the open position. The physician attempted cup closure by pulling on the forceps. At this time, the forceps were forcefully removed from the endoscope. A cup detached from the forceps and was retrieved from the patient via the endoscope. Another forceps device was used to complete the procedure. No adverse effects to the patient were reported due to this occurrence. Other than readvancement of the endoscope during the same procedure, no additional medical procedures were required due to this event. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported occurrences of cup detachment. Therefore, this incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the forceps were not returned for evaluation. The information provided indicated the physician forcefully removed the forceps from the endoscope after the cups would not close. This is the most likely contributing factor to cup detachment. The report indicated the forceps would not close after multiple biopsies were taken. The instructions for use caution if the forceps fail to close, slowly pull the cups against the channel opening. Remove the endoscope and forceps as a unit, then manually close the cups and withdraw the forceps from the endoscope. The instructions for use instruct the user not to apply excessive force when removing the forceps because damage to the forceps may occur. If the user experiences resistance while withdrawing the forceps, the instructions advise the user to straighten the endoscope tip. Prior to distribution, all disposable biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. After a review of the device history record, we can report this lot met manufacturing records prior to distribution. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.